Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00117. It was reported the patient ((B)(6)) experienced ineffective pain relief. Diagnostics indicated invalid impedances for one of the two leads. Surgical intervention was undertaken and intraoperative x-rays showed one of the leads was fractured. Both leads were explanted and replaced. Postoperatively, effective therapy was restored.